Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve (s3ur), immediately after deployment of the s3ur, severe ai noted on tee. Bav performed with 25mm balloon with no improvement. Bav then performed with 26mm balloon with no improvement. A second 26mm s3ur valve was deployed within first valve and ai resolved. Per the fcs, the leak noted post deployment was central regurgitation. Prior to implant a bav was completed with a non-edwards balloon.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR did not indicate any manufacturing non-conformances that could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during a tavr procedure with a 26mm sapien 3 ultra resilia valve (s3ur), immediately after deployment of the s3ur, severe ai noted on tee. Bav performed with 25mm balloon with no improvement. Bav then performed with 26mm balloon with no improvement. A second 26mm s3ur valve was deployed within first valve and ai resolved''. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, leaflet impingement in a highly calcified native valve, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, patient had severe calcified native annulus and leaflets, which could potentially cause the leaflet impingement in a highly calcified native valve, leading to the central regurgitation. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.